Manufacturer narrative:
(B)(4). Date of event: 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while priming a bag, the tubing of a paclitaxel set ¿leaked and then came apart just before the filter¿. The issue occurred during set up/preparation before the drug was added. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the tubing was observed separated from the filter. Due to the nature of the defect no functional testing was performed. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.